Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure as listed in the proglide instructions for use. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the aaa procedure was completed. Reportedly, when sutures of both devices were deployed, the sutures must have grabbed the side wall or back wall of the vessel. When tying the knots, the vessel blood flow was completely closed. Under ultrasound imaging, the vessel was opened with a balloon and a stent was placed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.